Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via (B)(6) that during a procedure an ar-3351-1000 arthroscope was connected and light engine on while sitting on a drape. The arthroscope while sitting on the drape caused a fire. No additional information provided. Additional information requested. Additional information provided 1/18/2022 by a sales representative via phone that no patient was harmed and the case was completed by using the same device. The sales representative was not present during this case and upon arrival on the (B)(6) 2022, was advised by the facility that the device was sterilized and placed back into circulation. The serial number was not captured and will not be returning.

Manufacturer narrative:
The event was confirmed via picture of the burnt drape. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).